Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit was infusing 10% more than normal.

Manufacturer narrative:
The unit was received and the reported issue was confirmed. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.